Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for battery out limit alarms due to no button response. The insulin pump was tested with test keypad and no frozen display noted. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the buttons were unresponsive. The customer's blood glucose reading was 6.5mmol/l. Troubleshooting was performed. The insulin pump had a frozen display and the time clock was not advancing. Instructed the caller to remove the battery for five minutes and to install a new battery, but the anomaly continued. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.